Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated glucose readings through the night while using the ilet with a libre 3+ sensor, with cgm and fingerstick values in the 170¿190 mg/dl range and trending steady, and no site pain or leaking reported; review of past usage noted higher glucose when ¿usual¿ dinner was announced and lower when ¿more than¿ was announced, with specific difficulty after meals including red potatoes. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to determine a device-related problem or implicated component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.